Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 8, 2017: litigation record received. Litigation alleges pain, metallosis, lack of mobility, and revision report of necrosis, metallosis and symptoms of alval. There were no medical records provided. Laboratory results for chromium was above 7ug/l.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical record received. In addition to what was previously allege, pfs alleges stiffness of the joint, instability, damaged and necrotic tissue. After review of medical records for the MDR reportability, patient was revised to address failed metal on metal left total hip arthroplasty with metallosis and abductor muscle necrosis. Operative notes reported of evidence of metal debris, abductor muscle necrosis and capsular tissue necrosis. It was also reported that there was no evidence of corrosion on the taper of the stem however there was evidence of extensive corrosion at the taper of the liner acetabular component interface with pseudomembrane formation on the undersurface of the acetabular liner. MRI showed consistent with metal on metal corrosion and pseudotumor formation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.